Event description:
It was reported that the ventilator's display was intermittently going blank. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the top liquid crystal display (lcd) panel and backlight inverter printed circuit board (pcb), which resolved the reported issue. The ventilator passed electrical safety tests, extended self tests (est), short self tests (sst), and oxygen sensor calibration.